Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, while at work on (B)(6) 2026, workaround lunchtime she experienced seizure. The patient did not feel any symptoms of hypoglycemia. A colleague called an ambulance, and the patient was taken to midland regional hospital tullamore. The patient no longer recalls medications that were provided during her stay. At the time of the report the patient was still feeling weak. At an unspecified time of the event the cgm reading was 7.0 mmol/l and the bg reading was 3.6 mmol/l. The patient was admitted overnight at the hospital and was discharged the day after (B)(6) 2026. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.